Event description:
It was reported that during a percutaneous coronary intervention procedure withdrawal resistance occurred. The 80% stenosed target lesion was located in the non-tortuous and non-calcified left anterior descending artery (lad). The physician advanced a kinetix guide wire to the lad without difficulty; however, after the device crossed the lesion the wire lost torque-ability. The guide wire went into a very small segment of a septal branch about 1mm and the physician was unable to pull the wire back. The device caused a "pseudo lesion" and became stuck and it was noted that there was no flow distally. The physician torqued the wire and attempted to pull back; however, as the physician was torquing, the wire became kinked. The physician was eventually able to remove the guide wire by gently tugging on the device. The whole device was removed from the patient; however, it was noted during removal that the device 'kept sucking the guide catheter back'. Once the device was removed from the lesion it was noted that flow was restored to the lesion. When the wire was outside of the patient it was noticed that the wire was 'deformed'. It was confirmed that the vessel was fine and the physician then re-wired the lesion and successfully completed the procedure with a different device. No patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
Device evaluated by MFR.: upon initial receipt of the returned device, the guidewire was in one piece with the distal tip and all components intact. The distal tip had a 90 degree bend/kink approximately 2cm from the distal tip. Microscopic inspection revealed no other damage or irregularities to the guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, withdrawal resistance occurred. The 80% stenosed target lesion was located in the non-tortuous and non-calcified left anterior descending artery (lad). The physician advanced a kinetix guide wire to the lad without difficulty; however, after the device crossed the lesion, the wire lost torque-ability. The guide wire went into a very small segment of a septal branch about 1mm and the physician was unable to pull the wire back. The device caused a "pseudo lesion" and became stuck and it was noted that there was no flow distally. The physician torqued the wire and attempted to pull back; however, as the physician was torquing, the wire became kinked. The physician was eventually able to remove the guide wire by gently tugging on the device. The whole device was removed from the patient; however, it was noted during removal that the device "kept sucking the guide catheter back". Once the device was removed from the lesion, it was noted that flow was restored to the lesion. When the wire was outside of the patient, it was noticed that the wire was "deformed". It was confirmed that the vessel was fine and the physician then re-wired the lesion and successfully completed the procedure with a different device. No patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4)